Event description:
It was reported that a blemish existed in the image associated with the 6800 system. A ge service rep observed the problem during a site visit. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image intensifier tube and retaining ring. The system was tested and found to be working as intended and placed back into service.